Manufacturer narrative:
The bwi equipment involved are: carto 3 system (serial #(B)(4)), stockert generator (unknown serial #), coolflow pump (unknown serial #), halo 2-8-2 spacing catheter (lot # unknown), bi-directional cs catheter (lot # unknown), lasso nav fixed catheter (lot # unknown). (B)(4).

Event description:
It was reported that it was noted that the physician verified with ice after afib procedure was completed that there was no effusion. Echo confirmed tamponade while the patient was at recovery. Pericardiocentesis was performed and the patient was stabilized.